Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 transseptal complication serious injury event for the sapien 3 ultra resilia transcatheter heart valve in the mitral position. The ''time to event'' (tte, in days) for this event was 0.0. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Specific details are not available to determine if the event represents injury to the cardiac structures related to navigation through the atrial septum, need for deployment of a septal closure device, or something else. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure. The relationship of the device to the event is not known. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2024 data extract for mitral serious injury event for the sapien 3 ultra resilia valve. This report summarizes 1 transseptal complication serious injury event for the sapien 3 ultra resilia transcatheter heart valve. The age range for these events is 85 years. The breakdown for gender is as follows: 1 female.